Manufacturer narrative:
(B)(4).the device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the proximal portion of the guidewire was returned for evaluation; however, the separated distal portion reportedly retrieved by a balloon dilatation catheter was not returned. Analysis noted that the core wire of the prowater guide wire was separated at approximately 18 mm from the tip end. The coil wire was elongated from its middle brazing in a distal direction and was separated at a similar point as the core wire. A local bend and twist was observed with the core wire at the point adjacent to the breakage site, suggesting that the guide wire was locally twisted at that point. It is presumed that the guide wire tip was trapped by the lesion or by some other factor, where pull-back manipulation to the guide wire was applied, as a result, the coil stretched at the distal side of the middle brazing. The warning section of instruction for use (IFU) describes: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively it may break or become damaged, resulting in fragments being left inside the vessel. Separation or breakage of guide wire are listed as possible complications and adverse events. The lot history record was reviewed and no anomalies were noted. There were no other product experience reports for this lot. Additionally, a review of the complaint handling database, was performed and there were no other incidents reported with this part and lot combination.

Event description:
It was reported that the patient underwent an intervention in a non-calcified right coronary artery (rca). A prowater guide wire was used during the procedure. After placement of a non-specified stent, during removal, the guide wire became stretched and subsequently separated in the catheter with the distal end of the guide wire still in the rca. The separated portion of the guide wire was retrieved using a snare device. An angiogram confirmed that the vessel was patent and there were no parts of the device remaining in the vessel. No additional information was provided.

Event description:
It was reported that the patient underwent an intervention in a non-calcified right coronary artery (rca). A prowater wire was used during the procedure. After deployment of a 2.5 x 28 xience v stent, the guide wire was withdrawn, but became stretched inside the guide catheter. An attempt was made to retrieve the guide wire with an otw balloon catheter, resulting in the guide wire separating with the distal end of the guide wire still in the rca, but the proximal end still within the guide catheter. The guide wire was retrieved by inflating the balloon in the guide catheter, "trapping" the wire, and removing the entire system through the arterial sheath. An angiogram confirmed that the vessel was patent and there were no parts of the device remaining in the vessel. No additional information was provided.